Manufacturer narrative:
Returned device was received in good physical condition but there was a crack on the right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, there was occlusion found when using all different sizes of syringe. The fault was found to be an out of specifications force reading. This was found to be caused by normal wear/calibration drift. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump keeps getting occlusion when using a 1ml syringe. There were no reported adverse events.